Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead was removed from service due to high thresholds. There were concerns that the patient had experienced a possible perforation. The lead was removed from service and a competitor's product was placed. No adverse patient effects were reported.